Event description:
Our rep is reporting to us that during an arthroscopic knee repair, a portion of the distal tip of the biointrafix sheath trial broke off into the sheath whilst the surgeon was deploying the sheath into the bone tunnel. The tip fragment was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. The complaint device was discarded at the user facility and they state that the device has been in use for at least 3 1/2 years.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. There were no patient consequences. The complaint device has been in use for at least 3 ½ years. We attribute the issue and the device's condition to fair wear and tear through age/usage. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.